Event description:
It was reported that when the nurse opened the outside packaging and was getting ready to place the sterile package onto the sterile field, a hair was noticed on the outside of the sterile packaging and was refused by the surgical staff.

Manufacturer narrative:
An event related to a hair in packaging involving a trident hemispherical solid back shell was reported. The event was not confirmed. No adverse consequences to the patient were reported. Device evaluation and results: the device, outer box, outer blister and tyvek, inner blister and tyvek and foam were returned. The outer tyvek had been completely peeled off the outer blister and there was evidence of a complete seal between them. The inner tyvek has been partially pulled back from the inner blister and there was evidence of a complete seal. No hair was found anywhere on the device or packaging. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the device and packaging were returned for analysis. No hair was found anywhere on the device or packaging during the device inspection, hence the failure mode could not be confirmed.

Event description:
It was reported that when the nurse opened the outside packaging and was getting ready to place the sterile package onto the sterile field, a hair was noticed on the outside of the sterile packaging and was refused by the surgical staff.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.